Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-16811. 2017865-2021-16812 . It was reported that a patient presented on (B)(6) 2021 with a systemic infection. Vegetation was noted on the patient's right ventricular lead, leading to endocarditis being diagnosed. The patient's whole system, including the pacemaker, right atrial, and right ventricular leads were all explanted. The patient was stable throughout.